Manufacturer narrative:
There was no injury alleged with this event, however the malfunction allegation of sparks or flames coming from under the bed is likely to cause harm should the event recur. This record is being investigated per CAPA (B)(4) dated 08/26/2016. Should additional information become available a supplemental record will be filed.

Event description:
The wife of the end user reported that when she was in the living room sleeping she heard a loud popping noise and went into the room where her husband was in the bar600ivc bariatric bed and saw either sparks or flames coming from the bed. The end user's daughter was there in which she was able to unplug the bed. The wife stated that her husband is (B)(6) years old and received this bed from the (B)(6). The user was trying to operate the foot section of the bed.